Event description:
Incident description: tpk was placed during a paracentesis. The tpk malfunctioned and would not drain. The tpk had to be removed and a new catheter had to be placed. There were no complications.